Event description:
It was reported that (1) device was used during a right pneumonectomy. It was reported by the rep that the surgeon reported that the instrument did not fire any staples/staple line. The patient developed acute respiratory distress syndrome and is in the ICU unit as of 9/29/1999. The or time was also extended. The reason for the surgery was a mass on the right upper lobe. The device was not returned.